Event description:
The user facility reported that during a transurethral resection of the prostate procedure, the physician made 3 cuts and the pt started bleeding. The physician attempted to coagulate; however, the generator was not producing enough energy to stop the bleeding. After multiple attempts to troubleshoot the generator, the physician inserted a catheter to control the bleeding. The pt was under anesthesia for 1 1/2 hours and with no back up generator available the procedure was stopped without completing it. The pt condition after the procedure was good.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. If add'l info or if the device is received at a later time this report will be supplemented.